Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed err ? Hwbbt. No additional patient or event information is available. The receiver was returned for evaluation. The receiver was visually inspected and no defect was found. The receiver log was reviewed and found hardware battery errors. The reported event of a hardware failure was confirmed. The root cause was determined to be a defective receiver battery.